Manufacturer narrative:
B5 - the reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). The reporter states " patient who's lens is too large and causing her intermittent pain, assuming causing her to go in and out of angle closure os>od". Claim # (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). The reporter states " lens is too large. Patient experiencing intermittent pain. Assuming causing patient to go in and out of angle closure less than left eye". Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).